Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer's blood glucose (bg) level was 82 mg/dl. The customer reverted to an alternate method of insulin therapy.